Manufacturer narrative:
The insulin pump button function properly, however moisture damage was found on keypad trace. No flashing screen anomaly, ramping numbers or scrolling bar moving anomaly noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up and down arrow buttons and the act buttons were not responding during bolus. Customer's blood glucose was 119 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.